Event description:
It was reported that the nurse stated that they were rewarming patient to 37c, but patient temperature (pt) has dropped, and water temperature (wt) was 21.5c. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.7c, water temperature (wt) was 21.5c, flow rate (fr) was 3.1 l/m rewarm rate of 0.17c/hr in an arctic sun device. Previous alerts were 45 (ac power lost) and 3 (water reservoir low). They filled the device after this alert. Confirmed proper pad coverage 66kg & size medium pads and pt on second source. Water level was 5, heater command (hc) was 0 percentage. Decided to drain off 500 ml device in case of overfill. After a few mins water temperature (wt) was increased to 24.2c and rising. Suggested rn call back in 30-45 mins if the water temperature (wt) did not continue increasing to troubleshoot further. Called rn back and had switched devices, but new device was doing the same. Explained that the patient temperature (pt) dropped and the device was now trying to rewarm patient from current patient temperature (pt) was 35.7c instead of 36c. Reminded the rewarm rate was only 0.17c/hr. Suggested checking facility protocol if they would like to adjust rewarm rate or add warm blankets/bair huggers. Discussed using rewarm under hypothermia and caller declined. Suggested to call back with any questions. Per follow up information received via task on 20jan2026, spoke with charge nurse who stated a biomed had come to the floor to test the original device and confirmed it had just been overfilled and run a test it reached all set temperatures without issue. Denied any issues with the second device. Patient and water temperatures stayed on target.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They filled the device after this alert. Confirmed proper pad coverage 66 kg & size medium pads and pt on second source. Water level was 5, heater command (hc) was 0 percentage. Decided to drain off 500 ml device in case of overfill. After a few mins water temperature (wt) was increased to 24.2c and rising. Suggested rn call back in 30-45 mins if the water temperature (wt) did not continue increasing to troubleshoot further. Called rn back and had switched devices, but new device was doing the same. Explained that the patient temperature (pt) dropped and the device was now trying to rewarm patient from current patient temperature (pt) was 35.7c instead of 36c. Reminded the rewarm rate was only 0.17c/hr. Suggested checking facility protocol if they would like to adjust rewarm rate or add warm blankets/bair huggers. Discussed using rewarm under hypothermia and caller declined. Suggested to call back with any questions. Per follow up information received via task on 20jan2026, spoke with charge nurse who stated a biomed had come to the floor to test the original device and confirmed it had just been overfilled and run a test it reached all set temperatures without issue. Denied any issues with the second device. Patient and water temperatures stayed on target. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were rewarming patient to 37c, but patient temperature (pt) has dropped, and water temperature (wt) was 21.5c. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.7c, water temperature (wt) was 21.5c, flow rate (fr) was 3.1 l/m rewarm rate of 0.17c/hr in an arctic sun device. Previous alerts were 45 (ac power lost) and 3 (water reservoir low). They filled the device after this alert. Confirmed proper pad coverage 66kg & size medium pads and pt on second source. Water level was 5, heater command (hc) was 0 percentage. Decided to drain off 500ml device in case of overfill. After a few mins water temperature (wt) was increased to 24.2c and rising. Suggested rn call back in 30-45 mins if the water temperature (wt) did not continue increasing to troubleshoot further. Called rn back and had switched devices, but new device was doing the same. Explained that the patient temperature (pt) dropped and the device was now trying to rewarm patient from current patient temperature (pt) was 35.7c instead of 36c. Reminded the rewarm rate was only 0.17c/hr. Suggested checking facility protocol if they would like to adjust rewarm rate or add warm blankets/bair huggers. Discussed using rewarm under hypothermia and caller declined. Suggested to call back with any questions. Per follow up information received via task on 20jan2026, spoke with charge nurse who stated a biomed had come to the floor to test the original device and confirmed it had just been overfilled and run a test it reached all set temperatures without issue. Denied any issues with the second device. Patient and water temperatures stayed on target.